Event description:
It was reported that the handpiece stopped working. The surgery was delayed over 30 minutes and the surgeon completed the surgery with a different device. No adverse consequences reported from this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.